Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood splashed from the bd nexiva¿ closed IV catheter system onto the nurse's face while removing the cannula from the patient's arm.the following information was provided by the initial reporter, translated from (B)(6) to english: "performing the usual act of removing the cannula from the patient's arm is a few drops of blood arrived on the face of the nurse who reported, according to him, that this could be due to an unusual "spring effect" of the cannula itself which, in the last supplies to the ward, would be more flexible, more elastic than usual."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was not confirmed since a sample is needed to properly investigate this failure. A device history record review showed an internal reject related to a missing secondary septum on the canister. No other issues were detected during our review. H3 other text : see h.10.

Event description:
It was reported that blood splashed from the bd nexiva¿ closed IV catheter system onto the nurse's face while removing the cannula from the patient's arm. The following information was provided by the initial reporter, translated from italian to english: "performing the usual act of removing the cannula from the patient's arm is a few drops of blood arrived on the face of the nurse who reported, according to him, that this could be due to an unusual "spring effect" of the cannula itself which, in the last supplies to the ward, would be more flexible, more elastic than usual."